Event description:
It was reported that an asymptomatic patient presented in clinic follow up. The device was post-sensed t-wave oversensing and was noted on stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.